Event description:
It was reported that the patient experienced withdrawal when the catheter "pulled out" of the pump. No further information on this event was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l36576, serial# implanted: explanted: product type catheter. (B)(4).